Event description:
A school nurse reported that a student had received imprecise readings on their adc meter. They reported readings of 249mg/dl and 20mg/dl obtained within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the 'c' zone showing the difference in readings is considered clinically significant. The nurse states that the student experienced a stomach ache as a result of the readings and ate a lunch to help alleviate their symptom. There was no report of serious injury, death or mistreatment associated with this case.

Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.